Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient was seeing the motor stall error (8476) on their personal therapy manager (ptm). No symptoms were reported. No further complications have been reported as a result of this event.